Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed and the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.